Manufacturer narrative:
A broken catheter was seen from both ends. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported the patient wanted the device explanted. The patient felt it was not helping with their pain and they could manage with orals. It is unknown if any diagnostics or troubleshooting was performed. As a result of the event, the pump was explanted. The issue was resolved at the time of this report. Other medications the patient was taking were unable to be obtained. The patient status at the time of this report was alive no injury. It was further reported that the catheter was broken in two places at the time of the explant. No further information was provided. If additional information is received, the event will be updated.